Event description:
One patient sample with initial hcg result of <0.100 miu/ml. Same sample repeated on different instrument using the same methodology gave result of > 10,000 miu/ml. The sample was diluted and retested, and recovered 76,000 miu/ml. The field service representative investigated both devices and was unable to determine a cause for the discrepancy.